Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of atelectasis requiring prolonged hospitalization. On (B)(6) 2016, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient developed atelectasis. The patient was administered a steroid to treat the atelectasis and hospitalization was extended. The patient recovered from the atelectasis on (B)(6) 2016 and was discharged from the hospital on (B)(6) 2016. The patient's current condition was reported to be 'stable'.